Manufacturer narrative:
At this time, vyaire medical has not received the suspect device, once received, a follow up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator stopped ventilating while in use on a patient. There was no patient harm associated with this reported event.